Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the pressure sensor limiter was activated during contrast medium injection, so its use was discontinued. There were no problems during the raw food test. After injecting the contrast medium, the phenomenon on the left occurred. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult infusion is unconfirmed because the problem could not be reproduced. One 19 ga x 0.75 in. Powerloc infusion set with a y-site was returned for evaluation. An initial visual observation revealed little use residues throughout the returned sample. The safety mechanism was returned advanced over the needle tip. A functional test of attempting to infuse water into each luer of the infusion set using a 12 ml syringe revealed the infusion set was patent to infusion with no observable resistance. Because no resistance was observed during functional testing and nothing remarkable was observed throughout the returned infusion set, the complaint of low flow rate of the infusion set is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the pressure sensor limiter was activated during contrast medium injection, so its use was discontinued. There were no problems during the initial test. After injecting the contrast medium, the phenomenon on the left occurred. There was no reported patient injury.